Manufacturer narrative:
New information: investigation and root cause completed add b5. Correct g4, g7, h3, h6 (method, results, conclusion), h11. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/28/2019 to the present date 09/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Customer reported various buttons on the keypad are not working. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported various buttons on the keypad are not working. It was reported there was no patient involvement.